Event description:
It was reported that the insulin pump had an unresponsive act button. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. The customer advised that she had not been using the insulin pump at the time of the issue and had only been doing training. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.